Event description:
The facility reported to customer service that channel "a" was not working on a pump. This event occurred before use. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The reported condition that channel "a" was not working on a pump was confirmed. Inspection of the device found that the reported condition was due to a problem with the channel "a" keypad and a defective channel "a" pump-head module. The channel "a" pump-head module, which contains the channel"a" keypad was replaced to correct the reported condition. The device was returned to the customer fully operational.